Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: flexibility adjustment ring had a scratch, grip had a scratch, air/water cylinder had no color, suction cylinder had no color, switch box had a scratch, right/left knob had a scratch, mouthpiece is loose, plug unit had corrosion due to water leakage, scope connector case unit had corrosion due to water leakage, circuit board unit in suction connector had corrosion due to water leakage, cable unit had corrosion due to water leakage, image guide protector had a scratch, air/water tube had foreign objects, objective lens had a scratch, light guide lens had a crack, adhesive on the bending section cover had foreign objects, connecting tube had foreign objects, universal cord had coating peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope experienced the b30 error code (communication error). There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable event was found: foreign material on the air/water tube, air/water cylinder, adhesive on bending section cover, and the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.